Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two recall no fault found case front- damaged/cracked case rear- damaged/cracked handle- damaged/cracked keypad- damaged internal frame- damaged/cracked barrel clamp assy- damaged/cracked carriage assy- tube drive bent carriage assy- damaged/cracked flange gripper- damaged/cracked pressure sensor- check IV - 05/10/2018 08:11:37 monica a bennett (mabennet) for recall contact ronnie phelps biomed 254-935-5884 email ronnie.phelps@bswhealth.org 06/01/2018 05:33:53 steven wear (swear) seal missing. Est - rcl to mjr front case cracked top left and under pressure sensor and broken bottom left insert, barrel clamp cracked clamp, flange gripper retainer broken front,both handles cracked, both iuis corroded. 06/06/2018 09:47:41 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per steve wear, service tech. Repair approved by ronnie phelps at ronnie.phelps@ bswhealth.org for $579. New po# is 9450160719-0-htm. There was no patient involvement. 06/08/2018 08:39:44 annette a mendez (amendez) 1z9791540270232253 10/08/2019 12:58:05 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.